Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 225745625. Visual inspection of the loop segment area showed the loop was ribbed near the electrodes 6, 7 and 8. Visual inspection of the pebax segment area showed the pebax tubing was ribbed at approximately 3 and 4 inches from the loop distal tip. The user may have experienced insertion difficulties due to these issues when introducing the mapping catheter into the balloon catheter. Visual inspection of the introducer showed the introducer was kinked approximately 3.5 inches from the introducer proximal end. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. The functional test was performed using a multimeter. The mapping catheter was connected to the test cable. The continuity and impedance measurement between electrodes and the other side of the cable showed, the ECG electrode 8 to pin 8 was an open circuit. Due to this issue the user may have experienced noise signal/lack of noise issue. The rest of the channels are normal. Dissection of the suspected electrode related to the noise revealed the electrode wire was broken from the welding at electrode 8. In conclusion, the mapping catheter failed the returned product inspection due to the loop kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while approaching the right superior pulmonary vein (rspv) noise was emitting from the eight electrode. When the mapping catheter and balloon catheter were removed, the mapping catheter electrode was found to be kinked. The case was completed with cryo. No patient complications have been reported as a result of this event.